Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection and perforation occurred. The target lesions were 90% stenosed and located in the mid and distal left anterior descending artery (lad). The first lesion was treating with the oad using two passes on low speed, and dissection occurred. During placement of a stent to resolve the dissection, the viperwire was replaced with a non-csi guide wire, and the non-csi guide wire caused a perforation. Balloon angioplasty was unable to resolve the perforation, and coils were inserted into the side branch. The anticoagulants were reversed, however the stent began to thrombose and second perforation occurred during dilation and the lad shut down. A final stent was inserted and the patient stabilized.